Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures, including a corrective surgery on (B)(6) 2008, due to vaginal wall erosion. She developed recurring urinary tract infections, vaginitis, hematuria and underwent another corrective surgery on (B)(6) 2010 for a mesh excision. She continues to experience frequency, vaginitis, urinary tract infections and dyspareunia. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, shortening of vagina and vaginal scarring. It was reported that the patient underwent excision of exposed vaginal mesh on (B)(6) 2008 due to exposure of vaginal mesh. The patient underwent excision of the eroded anterior vaginal wall mesh and cystoscopy on (B)(6) 2010, due to recurrence of mesh exposure on anterior vaginal wall. It was reported that the patient underwent excision of mesh and lysis of vaginal adhesions on (B)(6) 2013. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06859. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4). Not dyspareunia. Vaginitis. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06859. The same patient is represented in each medwatch. (B)(4).